Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(6). Literature article: moon, r.c., teixeira, a.f., jawad, m.a. Treatment of weight regain following roux-en-y gastric bypass: revision of pouch, creation of new gastrojejunostomy and placement of proximal pericardial patch ring. Obesity surgery 24 (6) (pp 829-834), jan. 2014 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced nausea, vomiting, and dysphagia coincident with a roux-en-y gastric bypass surgery in which vascu-guard was used. The patient experienced the nausea and vomiting 40 days post-surgery and was readmitted to the hospital. 9 months post-surgery, the patient experienced dysphagia and was again readmitted to the hospital and had an operation for the removal of the vascu-guard patch and revision of gastrojejunostomy anastomosis. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred sometime between december 2009 and april 2013. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.